Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows:as follows: it was reported that the instrument seems to be dysregulated, loose while in use. Patient have a relatively narrow chest, so no problems approximating the halves. No complications. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that a surgical delay of an unknown amount of time was noted during the procedure.

Manufacturer narrative:
A manufacturing evaluation was preformed: in this non-manufacturing complaint investigation the visual inspection and design evaluation showed that the ¿nut¿ component of the instrument which holds the tension limiting spring in place had become loose and is unthreaded from the rod of the instrument. (The nut was returned separately with the instrument). Therefore, the tension limiting spring was not more in place to limit the tension applied to the implant as per the design intent. The instrument is therefore ¿broken¿ because its function is not more provided. The complaint is closed by product development as valid. The production process was improved in may 2013, introducing loctite to lock the nut, which holds the spring, in place. Therefore, since the complained part was produced previously, the complaint condition was possibly a result of a design deficiency that has been addressed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 05. Feb. 2013, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.